Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 49 mg/dl. The customer was treated for the low blood glucose with food. The customer stated that the low blood glucose levels were not due to a malfunction of the insulin pump. The customer stated that they also felt symptoms of a dry mouth after their blood glucose levels jumped to 347 mg/dl. The customer treated with a bolus. The customer did not troubleshoot and did not send the product back for analysis